Event description:
Medtronic received information that during use of a 9 fr bio-medicus arterial life support catheter, it was reported that this device was used for animal testing. The diameter of the "canal cannula/holding clip (white rubber tube)" attached to the cannula tip did not match the cannula and caused blood to leak. Device was tied with a suture and the bleeding was suppressed. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the device was used in animal experiments and they believed that the effect of bleeding was small. Therefore, blood transfusions were not required. Medtronic received additional information that the cannula was used during a cardiopulmonary bypass (cpb) procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.